Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacteremia. There were no additional adverse patient effects reported. The crt-d remains in service.

Manufacturer narrative:
This supplemental is being filed to capture d6b: explant date and d9: returned to manufacturer date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to bacteremia. There were no additional adverse patient effects reported. The crt-d remains in service.